Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to have been used; 3,130 joules of use were verified and the fiber cap exhibited detritus, char and devitrification. Additionally, the fiber cap was found to be drilled through. The drilled through fiber cap condition could result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that prior to beginning the case, the fiber was found not to emit an aiming beam (0 joules of use). The case was completed using a second fiber without further issue. There was no injury reported.